Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that both the lead and device were explanted and replaced with non-boston scientific products.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) measured greater than 2000 ohms and a loss of capture on this left ventricular lead. The patient was symptomatic due to the loss of left ventricular therapy.